Event description:
The user facility reported that they had experienced a total of four colon perforations associated with colonoscopy procedures over a period of six months. The users questioned if the air pressure on the light source may have been contributory factor. No information was provided regarding the status of the patients.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that two events had reportedly occurred in early 2009, and two six months later. The user facility provided the serial number of the subject endoscope referenced in this report. Review of the service history of this device noted that the subject colonoscope was last service by olympus the following month of the first event, following a user report of a broken dial and clicking in the control knob. The evaluation revealed that the free engage control knob was slipping. The distal end cover was chipped and dented; and the light guide lens was cracked, likely due to impact damage. There were frayed wires noted on the bending section mesh. Angulation was reduced, and play was noted in the control knobs. The device was serviced and returned to the user facility. The user facility has been contacted several times via telephone and in writing for additional detailed information regarding this report, but has not provided additional detailed information regarding the reported event. The cause of the patient's out come could not be conclusively determined. If additional information becomes available later, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number: 8010047-2009-00165, 8010047-2009-00166, and 8010047-2009-00168.